Event description:
The patient stated that she has been working out lately and when she sweats the vgo will fall off. The patient stated she cleans the area with an alcohol pad and lets it dry completely before applying the vgo.